Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Legal representative reported patient experienced left side "mental anguish¿, ¿increased risk of alcl¿, and ¿emotional distress and severe anxiety¿, "seromas¿, "physical pain¿, "chronic inflammation¿, "loss of quality of life and severe depression¿, "scarring and disfigurement¿ and ¿increased liver enzymes¿. Device has been explanted.